Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was programmed and monitored for two days and 3 of 4 error alarms reported were not observed. The device passed the self test and error test. The insulin pump had multiple other alarms in alarm history screen. The alarm was due to corrupted history files. The unit was unable to upload using carelink personal due to the corrupted history files. No cosmetic damage observed.

Event description:
It was reported that the insulin pump alarmed errors and could not transfer data to be uploaded. The blood glucose reading was 134 mg/dl. The caller stated that the insulin pump had been stored or not in use for an extended period of time. Explained that the insulin pump had experienced an unexpected restart. Upon troubleshooting, it was found that the insulin pump passed the self test; however, advised return of the insulin pump since it was unable to upload at the time. Nothing further reported.